Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2013 and it had performed weekly auto self-tests, alongside random manual power ons, up until the (B)(6) 2016. The device then failed the weekly auto self-test, on the (B)(6) 2016, due to a [?]configuration error'. There were no further log entries recorded. On receipt the user pad-pak was already installed and the device was displaying a flashing red status led. The device was then manually power cycled with the advisory speech prompts given. No warning was given at shutdown and the status led was flashing green. Test therapy was delivered without fault and acceptable measurements were recorded for the three test shocks. The device powered off normally with the green status led still flashing. No fault was found with the operation of the button when tested. The device was disassembled for investigation. The device had performed as expected from installation on (B)(6) 2013 up until (B)(6) 2016; when the device failed the weekly self-test due to the shock key being held on during the self-test. It is therefore concluded that the shock button must have been inadvertently held on by some source. Investigation found the reported fault can be attributed to the shock button being pressed/stuck during weekly self-test, resulting in red status led and failure chirp.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.